Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath/dilator assembly with evidence of use. The sheath body was buckled approx. 4 cm from the tip. The score line was starting to separate at the buckle and signs of stress were visible. Microscopic examination of the tip revealed that one side was pushed back with a small piece folded over. No anomalies were found on the dilator which was able to pass through the sheath without resistance and with no gaps in the fit. A device history record review was performed with no relevant findings. The IFU for this product provides insertion techniques for the sheath/dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The IFU also cautions the user not to withdraw the tissue dilator until the sheath is well within the vessel to minimize the risk of damage to the sheath tip. The customer did not report their insertion technique or if they enlarged the puncture site. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that prior to insertion, it was noted that the glide thru sheath had a small hole in the center of the sheath. As a result, a new kit was opened and used for the procedure. There was no delay in treatment. No death or complications occurred to the patient.